Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.10. The lens was returned in a plastic container. Solution was dried on the lens. The optic is cut from edge past center. The optic has multiple small scratches on the anterior and posterior sides of the lens. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, a scratch was found on the optic so that the iol was replaced.  Additional information has been requested.